Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. Log files from the replacement controller (serial number (B)(6)) were reviewed and captured the pump functioning as intended following the patient being connected to (B)(6) on 10nov2025. Due to the data being overwritten by new events in the log files, the exact cause for the exchange could not be determined. Multiple attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU (eifu) page of the abbott website. The patient handbook section 2 entitled ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 8 of the IFU entitled ¿equipment storage and care¿, and the section 6 of the patient handbook entitled ¿equipment maintenance¿, address how to properly care for, maintain, and store the equipment like the system controller for proper use. Section 5 of the IFU, entitled ¿surgical procedures¿, instructs customers that sterile product, which includes the system controller, are intended for a single use only and should not be re-used or re-sterilized. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that routine waveforms were submitted for review. It appeared that the patient was placed on this system controller on (B)(6) 2025.